Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain/pelvic pain which continued to be ¿getting progressively worse.¿') in a 46-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pruritus and skin rash. Before essure, plaintiff's menstrual periods were not as heavy nor did they last as long. Concomitant products included anesthetics, general. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2014, the patient experienced adnexa uteri pain ("pain in her ovaries"), 1 year 2 months after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("blood clots"), menorrhagia ("menorrhagia"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia"), allergy to metals ("she is unable to wear ¿costume¿ jewelry, which often contains nickel") with pruritus and dermatitis contact, alopecia ("hair loss"), migraine ("migraine headaches"), peritoneal adhesions ("mild peritoneal adhesions from fallopian tubes to lateral sidewalls"), autoimmune disorder ("autoimmune ") and hypersensitivity ("hypersensitivity symptoms") and was found to have weight increased ("weight gain") and uterine leiomyoma ("dense echo pattern of the uterus representing fibroid change"). The patient was treated with surgery (robotic-assisted laparoscopic hysterectomy with bilateral salpingooophorectomy on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, abdominal pain, dyspareunia, allergy to metals, alopecia, weight increased, migraine, adnexa uteri pain, uterine leiomyoma and peritoneal adhesions had resolved and the autoimmune disorder and hypersensitivity outcome was unknown. The reporter considered abdominal pain, adnexa uteri pain, allergy to metals, alopecia, autoimmune disorder, dyspareunia, genital haemorrhage, hypersensitivity, menorrhagia, migraine, pelvic pain, peritoneal adhesions, uterine leiomyoma and weight increased to be related to essure. The reporter commented: essure insertion procedure was under IV sedation. Plaintiff has not been diagnosed with a nickel allergy. On (B)(6) 2015, plaintiff returned to obstetrics and gynecology with pelvic pain which continued to be ¿getting progressively worse.¿ she had no problem with going about her daily life. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: results: occlusion was viewed in both fallopian tubes. Ultrasound scan vagina - on (B)(6) 2014: results: dense echo pattern of uterus representing fibroid. Diagnostic results: (B)(6) 2016: underwent a robotic-assisted total laparoscopic hysterectomy with bilateral salpingo-oophorectomy. The operative report noted "mild peritoneal adhesions from fallopian tubes to lateral sidewalls." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-sep-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain/pelvic pain which continued to be ¿getting progressively worse.¿') in a 46-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pruritus and skin rash. Before essure, plaintiff's menstrual periods were not as heavy nor did they last as long. Concomitant products included anesthetics, general. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2014, the patient experienced adnexa uteri pain ("pain in her ovaries"), 1 year 2 months after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("blood clots"), menorrhagia ("menorrhagia"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia"), allergy to metals ("she is unable to wear ¿costume¿ jewelry, which often contains nickel") with pruritus and dermatitis contact, alopecia ("hair loss"), migraine ("migraine headaches"), peritoneal adhesions ("mild peritoneal adhesions from fallopian tubes to lateral sidewalls"), autoimmune disorder ("autoimmune ") and hypersensitivity ("hypersensitivity symptoms") and was found to have weight increased ("weight gain") and uterine leiomyoma ("dense echo pattern of the uterus representing fibroid change"). The patient was treated with surgery (robotic-assisted laparoscopic hysterectomy with bilateral salpingooophorectomy on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, abdominal pain, dyspareunia, allergy to metals, alopecia, weight increased, migraine, adnexa uteri pain, uterine leiomyoma and peritoneal adhesions had resolved and the autoimmune disorder and hypersensitivity outcome was unknown. The reporter considered abdominal pain, adnexa uteri pain, allergy to metals, alopecia, autoimmune disorder, dyspareunia, genital haemorrhage, hypersensitivity, menorrhagia, migraine, pelvic pain, peritoneal adhesions, uterine leiomyoma and weight increased to be related to essure. The reporter commented: essure insertion procedure was under IV sedation. Plaintiff has not been diagnosed with a nickel allergy. On (B)(6) 2015, plaintiff returned to obstetrics and gynecology with pelvic pain which continued to be ¿getting progressively worse.¿ she had no problem with going about her daily life. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: results: occlusion was viewed in both fallopian tubes. Ultrasound scan vagina - on (B)(6) 2014: results: dense echo pattern of uterus representing fibroid. Diagnostic results: (B)(6) 2016: underwent a robotic-assisted total laparoscopic hysterectomy with bilateral salpingo-oophorectomy. The operative report noted "mild peritoneal adhesions from fallopian tubes to lateral sidewalls." Most recent follow-up information incorporated above includes: on 28-aug-2020: pfs received. New events: autoimmune disorder, hypersensitivity symptoms were added. Event of genital haemorrhage downgraded to non-serious. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain/pelvic pain which continued to be ¿getting progressively worse.¿") and genital haemorrhage ("blood clots") in a 46-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included pruritus and skin rash. Before essure, plaintiff's menstrual periods were not as heavy nor did they last as long. Concomitant products included anesthetics, general. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2014, 1 year 2 months after insertion of essure, the patient experienced adnexa uteri pain ("pain in her ovaries"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menorrhagia ("menorrhagia"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia"), allergy to metals ("she is unable to wear ¿costume¿ jewelry, which often contains nickel") with pruritus and dermatitis contact, alopecia ("hair loss"), weight increased ("weight gain"), migraine ("migraine headaches"), uterine leiomyoma ("dense echo pattern of the uterus representing fibroid change") and peritoneal adhesions ("mild peritoneal adhesions from fallopian tubes to lateral sidewalls"). The patient was treated with surgery (robotic-assisted laparoscopic hysterectomy with bilateral salpingooophorectomy on (B)(6), 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, abdominal pain, dyspareunia, allergy to metals, alopecia, weight increased, migraine, adnexa uteri pain, uterine leiomyoma and peritoneal adhesions had resolved. The reporter considered abdominal pain, adnexa uteri pain, allergy to metals, alopecia, dyspareunia, genital haemorrhage, menorrhagia, migraine, pelvic pain, peritoneal adhesions, uterine leiomyoma and weight increased to be related to essure. The reporter commented: essure insertion procedure was under IV sedation. Plaintiff has not been diagnosed with a nickel allergy. On (B)(6), 2015, plaintiff returned to obstetrics and gynecology with pelvic pain which continued to be ¿getting progressively worse.¿ she had no problem with going about her daily life. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: occlusion was viewed in both fallopian tubes ultrasound scan vagina - on (B)(6) 2014: dense echo pattern of uterus representing fibroid. (B)(6) 2016: underwent a robotic-assisted total laparoscopic hysterectomy with bilateral salpingo-oophorectomy. The operative report noted "mild peritoneal adhesions from fallopian tubes to lateral sidewalls." Most recent follow-up information incorporated above includes: on 14-jun-2018: legal claim was received and the following information were provided: new lab data added. Menorrhagia , uterine fibroid, and mild peritoneal adhesions from fallopian tubes to lateral side walls were added as event. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain/pelvic pain which continued to be ¿getting progressively worse.¿') in a 43-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pruritus, skin rash, multigravida and parity 4. Before essure, plaintiff's menstrual periods were not as heavy nor did they last as long. Concomitant products included anesthetics, general. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2014, the patient experienced adnexa uteri pain ("pain in her ovaries"), 1 year 2 months after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("blood clots"), heavy menstrual bleeding ("menorrhagia"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia"), allergy to metals ("she is unable to wear ¿costume¿ jewelry, which often contains nickel") with pruritus and dermatitis contact, alopecia ("hair loss"), migraine ("migraine headaches"), peritoneal adhesions ("mild peritoneal adhesions from fallopian tubes to lateral sidewalls"), autoimmune disorder ("autoimmune ") and hypersensitivity ("hypersensitivity symptoms") and was found to have weight increased ("weight gain") and uterine leiomyoma ("dense echo pattern of the uterus representing fibroid change"). The patient was treated with surgery (robotic-assisted laparoscopic hysterectomy with bilateral salpingooophorectomy on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, heavy menstrual bleeding, abdominal pain, dyspareunia, allergy to metals, alopecia, weight increased, migraine, adnexa uteri pain, uterine leiomyoma and peritoneal adhesions had resolved and the autoimmune disorder and hypersensitivity outcome was unknown. The reporter considered abdominal pain, adnexa uteri pain, allergy to metals, alopecia, autoimmune disorder, dyspareunia, genital haemorrhage, heavy menstrual bleeding, hypersensitivity, migraine, pelvic pain, peritoneal adhesions, uterine leiomyoma and weight increased to be related to essure. The reporter commented: essure insertion procedure was under IV sedation. Plaintiff has not been diagnosed with a nickel allergy. On july 27, 2015, plaintiff returned to obstetrics and gynecology with pelvic pain which continued to be ¿getting progressively worse.¿ she had no problem with going about her daily life. 3 coils were noted in the uterine cavity. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: results: occlusion was viewed in both fallopian tubes. Ultrasound scan vagina - on (B)(6) 2014: results: dense echo pattern of uterus representing fibroid. Diagnostic results: (B)(6) 2016: underwent a robotic-assisted total laparoscopic hysterectomy with bilateral salpingo-oophorectomy. The operative report noted "mild peritoneal adhesions from fallopian tubes to lateral sidewalls." Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on (B)(6) 2021: medical record received : reporter information, medical history and reporter causality comment were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain/pelvic pain which continued to be ¿getting progressively worse.¿") and genital haemorrhage ("blood clots") in a (B)(6) year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included pruritus and skin rash. Before essure, plaintiff's menstrual periods were not as heavy nor did they last as long. Concomitant products included anesthetics and general. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2014, 1 year 2 months after insertion of essure, the patient experienced adnexa uteri pain ("pain in her ovaries"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("dyspareunia"), alopecia ("hair loss"), weight increased ("weight gain"), migraine ("migraine headaches"), abdominal pain ("abdominal pain") and allergy to metals ("she is unable to wear ¿costume¿ jewelry, which often contains nickel") with pruritus and rash. The patient was treated with surgery (robotic-assisted laparoscopic hysterectomy with bilateral salpingooophorectomy on (B)(6), 2016 ). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia, alopecia, weight increased, migraine, adnexa uteri pain, abdominal pain and allergy to metals had resolved. The reporter considered abdominal pain, adnexa uteri pain, allergy to metals, alopecia, dyspareunia, genital haemorrhage, migraine, pelvic pain and weight increased to be related to essure. The reporter commented: plaintiff has not been diagnosed with a nickel allergy. On (B)(6) 2015, plaintiff returned to obstetrics and gynecology with pelvic pain which continued to be ¿getting progressively worse.¿ she had no problem with going about her daily life. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: occlusion was viewed in both fallopian tubes she underwent a transvaginal ultrasound the following week incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.